Event description:
Account experiencing getting intermittent erroneous results for lithium on 10 pt samples starting in 2007. Only the following pt sample was provided as an example, which occurred in 2008: initial result gave 1.5 mmol/l; repeat gave 0.7 mmol/l. Erroneous result was not reported. The field service rep determined there was a problem with the gear pump and replaced the gear pump. Performance tests were performed which were within specifications.